Event description:
Customer called to report the insulin pump alarmed for unexpected restart and external ram error. Blood glucose reading at the time of the call was 147 mg/dl. The custoemr mentioned that her blood glucose reading went up to 353 mg/dl due to the insulin pump not functioning. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.